Event description:
It was reported that, patient complains of aching pain along upper part of the thigh down to below the hip. He reports pain more pronounce in the mornings. Patient has been taking ibuprofen. He will like to know who will be covering for all costs associated with these evaluations.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.